Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
During surgery, due to the hardness of patient's bone, the drill was broken.